Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found eschar in the jaws of the device and no defects. The reported conditions were confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device occasionally would not fully seal after end tones were heard. Bleeding resulted after cutting the seal. A new generator was used with the device at the end of the procedure but completed the surgery with the original instrument.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device occasionally would not fully seal after end tones were heard. Bleeding resulted after cutting the seal. A new generator was used with the device, but the issue was not resolved. No patient injury resulted or medical intervention was required.